Manufacturer narrative:
Actual device was not returned, hence no device evaluation was performed. However, CT images and procedure planning material were provided for clinical assessment. Based on the review of the medical records by a clinical representative, it was noted that the patient iliac arteries were very tortuous and the reported type iii endoleak was most likely related to the complexity of the repair. The pre-procedure notes indicate the physician was aware of the potential difficulty with repair. The manufacturing record review did not reveal any issues or deviation that would have contributed to the reported event. Based on the review of the event, information available, manufacturing records, and previous complaints, there is no evidence that this complaint is due to a manufacturing issue. Endoleaks are a known risk of the procedure, as identified in the product labeling under potential adverse events.

Event description:
It was reported that approximately six months post-implant of a bifurcated device, suprarenal aortic extension, and bilateral extensions, a followed computed tomography scan revealed a type iii endoleak between the right limb extension and bifurcated device. Reportedly, the patient was treated with three limb extensions and a competitor's device to address the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): device not returned to manufacturer.